Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with intractable low back pain with mild right l5 motor radiculopathy due to a combination of degenerative disc disease and right much greater than left facet joint disease at l5, s1 with mild entrapment of the right l 5 nerve root within the right l5 nerve root foramen and underwent the following procedures: right sided l5-s1 microendoscopic ¿mini-open¿ facetectomy and foraminotomy with decompression of the right l5 nerve root within the foramen. Transforaminal lumbar interbody fusion l5-s1 using a combination of a 12 x 26-mm peek interbody fusion cage and then the interbody fusion was further supplemented with morcellized bone from the facetectomy and demineralized bone matrix., pedicle fixation l5-s1. As per the opertative notes, "there was only mild narrowing of the disk space but the disk space was degenerated and it was removed and then into the disk space I placed a 12 x 26 millimeters peek interbody fusion cage in which in the center of the cage I placed a small amount of bone morphogenic protein. Also within the cage I placed morcellized bone and demineralized bone matrix from the patient's decompression. I filled the remainder of the disk space both lateral and medial to the cage with more mixture of the morcellized laminectomy bone demineralized bone matrix. The rhbmp-2/acs was placed in such a way as it to be trapped between the inferior endplate of l5 and the superior endplate of s1 so as to not to be exposed to any other area. The disk space was nicely expanded.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: the patient was discharged from the facility.